Event description:
The facility contacted baxter customer service to report a system 1000 hemodialysis instrument that had a uf removal of 180, which was off from the entered uf removal rate. This occurred during biomed testing. No pt injury or medical intervention was reported in association to this incident.